Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously low calcium (calc) result for one (1) patient sample on their unicel dxc 800 pro synchron chemistry analyzer. The erroneous patient sample result was not reported out of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within established ranges both before and after the event. The customer reran the patient sample again for calc and received a higher result. This result was reported out of the laboratory. A field service engineer was dispatched to the customer's site. The fse was unable to determine the root cause of the event. However, the fse found evidence of specimen tube gel in the sample probe / wash collar and suspected sample quality.

Manufacturer narrative:
Result: erroneous data generated. Conclusion: a definitive root cause has not been determined for this event. Sample quality is suspect.